Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger required manipulation of the cable at the plug-to-pad connection to initiate charging, indicating intermittent charging performance and a potential connectivity or wear issue with the charging assembly. Symptoms included no alerts or alarms and no reported adverse physiological effects. Outcomes included shipment of a replacement ilet charger. Investigation included customer interview and troubleshooting by support personnel. Investigation of this case revealed a suspected faulty or worn charging cable or pad connection consistent with intermittent electrical contact in the charger assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component wear or connectivity degradation.